Manufacturer narrative:
Failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber is broken within the outer flow tubing at open end; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits mild devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, signs of melting, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 6:21 minutes, 27,000 joules while using the surgical fiber during a prostate procedure, a fiber error code began flashing. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.